Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance and capture threshold was observed on the right ventricular (rv) lead. The issue was resolved by capping and replacing the rv lead during a device replacement procedure due to normal eri. The patient experienced no adverse health consequences.